Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer (fse) investigated the ventilator on site and found out that patient circuit board was faulty and it was replaced. Logs, service report and pictures are provided. Nothing unusual identified in the logs. Performed pre-use check. Unit passed all functional and safety tests per factory specifications. Thereafter, the unit was returned to customer and cleared for clinical use. No goods were returned for further investigation. A defect pressure transducer may lead to high pressure build-up in the patient circuit. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.